Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, correct the device lot number and provide the device manufacture date. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned a 3006 cutting forceps (lot fr872349) to mq for evaluation due to "the corner of the tyvek lid peeled back on the tray, thus making it non-sterile." The user's complaint was confirmed. A visual inspection was performed on the received condition of the device and noted it was returned in the original package. The plastic portion of the packaging was torn and the top cover is pulled back near one of the corners, creating a void. The interior section of the received device does not show any abnormalities, nor is there any signs of foreign material, or debris within. Additionally, there are no signs of impact on any other areas of the package the dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 190 units were produced under this lot number with no associated, reported scrap or recorded process deviations relating to the reported failure. Based on the evaluation, the cause of the damaged packaging could not be determine.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use in the or, the sterility of the device was found to be compromised, as the exterior packaging was found peeled back. The device was not use on a patient; therefore, no patient injury was reported. Additionally, the user facility reported that the devices are stored on shelves in the supply room. The items are always inspected upon arrival.